Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was returned to the manufacture with no information. The device was analyzed and tested out of specification. Follow up information from the clinic indicated that the device was replaced due to being at elective replacement indicator (eri) and that the left ventricular (lv) lead has had a chronically high threshold. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.